Event description:
According to the reporter: during demonstration of idrive, even when the button was not pressed for manipulation, the cartridge started to be articulated or rotated by itself. Later with setting another idrive, the same failure conditions was duplicated.

Manufacturer narrative:
(B)(4).